Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg flipped in the abdominal pocket due to which the patient experienced extended charging intervals. Surgical intervention was undertaken on (B)(6) 2018 to relocate the ipg. In addition, the patient received a replacement charger. The issue was resolved following the procedure. The ipg was implanted in 2014.

Manufacturer narrative:
Surgery date was incorrect in the initial MDR submission.

Event description:
Follow-up identified surgery occurred on (B)(6) 2018 to address the issue.